Event description:
It was reported that upon interrogation, the pulse generator exhibited backup vvi operation while still in the box. The device was not used.

Manufacturer narrative:
Final analysis confirmed the reported complaint of backup operation, which could have resulted from an integrated circuit anomaly which is sensitive to low temperature.

Manufacturer narrative:
(B)(4). (B)(6).